Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the c-ring on the drive tip became bent during a procedure. The procedure was completed with alternative instrumentation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver was examined. The very tip of the hex drive feature was found to have deformed edges consistent with partial engagement of the driver withing a screw head during use; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.